Event description:
The customer reported that the device displayed a (vent-inop): pressure regulation high error code (ec 1009). There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer was provided with a quote for the evaluation and repair of the device. However, recommended parts data acquisition and motor control pcbas are on back order, so the device evaluation and repair were on hold. The service order request was cancelled due to the customer no longer wanting service. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.